Event description:
It was reporting that during a stenting treatment procedure, the markerband was unable to be seen. The target lesion was located in the carotid artery. The lesion was treated with deployment of a 190cm filterwire ez embolic protection system and placement of a carotid wallstent. After the stent was successfully deployed, the physician advanced the filterwire ez filter retrieval sheath. It was noted that the physician was unable to view the radiopaque marker band on the distal part of the sheath under fluoroscopy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reporting that during a stenting treatment procedure, the markerband was unable to be seen. The target lesion was located in the carotid artery. The lesion was treated with deployment of a 190cm filterwire ez embolic protection system and placement of a carotid wallstent. After the stent was successfully deployed, the physician advanced the filterwire ez filter retrieval sheath. It was noted that the physician was unable to view the radiopaque marker band on the distal part of the sheath under fluoroscopy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: during visual and microscope examination of the returned device, the marker band on the retrieval sheath was intact and verified normal. The proximal end of the retrieval sheath was kinked at approximately 112.0 cm measured from the distal tip of the retrieval sheath. There were no other issues found during visual and microscope inspection of the retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)